Event description:
It was reported that during a da vinci-assisted prostatectomy - simple surgical procedure, the bipolar energy was not working. Prior to calling technical support, the customer restarted the integrated electrosurgical unit (iesu/erbe), replaced the instrument, reseated the bipolar energy cable, and tested the other bipolar port. The customer also moved to an arm controlled by the other hand, but the issue remained. The customer stated the beep noise was present when the surgeon wanted to apply energy, but there was no effect on the instrument. An intuitive surgical, inc. (Isi) technical support engineer (tse) checked the system logs and did not find anything relevant. The procedure was completed with no reported injury. Isi made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.

Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. The fse replaced the erbe control cable and disconnected the external pedals. The affected erbe cable involved with this complaint is a field scrap item and will not be returning to isi for further investigation. The system was tested and verified as ready for use. No image or video was available for review. A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting assistance and found no relevant error related to the reported complaint. An event verification confirmed the prostatectomy - simple procedure was performed on the reported event date (B)(6) 2022 on system sl0572. This complaint is reportable malfunction event due to the following conclusion: it was alleged that the bipolar energy was not working with erbe during procedure. While there was no harm or injury to the patient, system unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the erbe involved with this complaint and completed the device evaluation. Failure analysis investigation could not replicate the reported failure. The unit was tested with an xi system. All instruments energized as expected and no errors were observed during evaluation.